Event description:
On (B)(6) 2019 the patient was admitted into the hospital for congestive heart failure, unrelated to diabetes. At 3:45 am the hospital nurse came in to draw blood for the patient's lab work. At 4:00 am the customer tested on his aviva system and received a result of either 178 mg/dl or 179 mg/dl. The customer stated he then went to the restroom, once he was finished he was unable to get up and needed assistance from the nurses. The customer experienced low blood glucose symptoms of felling weak, shaky, and was cold and clammy. The nurses assisted the customer back to bed and treated him with orange juice and crackers. When the customer's blood work came back, the lab showed the patient's blood glucose was either 40 mg/dl or 42 mg/dl. It is unknown if the result from the patient's aviva system and the lab result were within 10 minutes.